Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited electrical noise regardless of normal pacing and sensing analysis. Additional information obtained from the field which indicated that the noise was not oversensed. The lead was surgically abandoned. No additional adverse patient effects were reported.